Event description:
Reportedly, the surgeon was using his left hand to retract the abdominal wall and his right had to hold the cautery pen and cauterize the uterus. The force fx was set at approximately 50cut/500coag. The surgeon felt a "shock" to his left arm/hand and then experienced fatigue and decreased usage in the same arm for an extended period of time after the incident.